Event description:
Plaintiff alleges being diagnosed as suffering from type-1 latex allergy by being exposed to latex gloves. She alleges suffering from hand and body sores, hand dermatitis, total-body itching, hives, wheezing, runny eyes and nose, shortness of breath and asthma-like symptoms, and other physical injuries as well as great despair, and loss of enjoyment of life.